Manufacturer narrative:
(B)(4). Analysis description: final analysis found lead insulation degradation at 4 cm from the connector pin.

Event description:
It was reported that during a routine device change out procedure, an insulation anomaly was seen on the right ventricular lead. The lead was explanted and replaced. The patient was stable.